Event description:
The customer reported that the reservoir was leaking in the reservoir compartment. The blood glucose reading at time of the call was 87mg/dl. Troubleshooting was performed. Ran a self test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.